Manufacturer narrative:
Device passed the displacement test. Device received with cracked case on the back at the battery tube area. Reservoir unable to lock into place not confirmed. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the lip ring was broken. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that there was a crack on reservoir lip ring. The customer was assisted with troubleshooting and reported that the reservoir lip ring was damaged and reservoir was not able to lock in place. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.